Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the clamp seal was not entirely closed; thus resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional copilot device is being filed under a separate medwatch report.

Event description:
It was reported that two copilot bleed back control valves (bbcv) were leaking at the cap after an unspecified device was advanced through them. The procedure was successfully completed with a new copilot bbcv. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.